Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to pump the device fully. During revision surgery, the physician found that one of the tubes was partially disconnected from the pump block, resulting in fluid loss. The pump, reservoir, and cylinders were removed and replaced with a new system. There were no patient complications reported.